Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels up to 512 mg/dl and trace ketones with an unknown cause. Customer went to the emergency room (ER) on (B)(6) 2019 and bg was treated via intravenous fluids and manual insulin injections. The customer left the ER 7 hours later with bg of 302 mg/dl and feeling "okay".